Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 147 mg/dl at the time of incident and current blood glucose level was 466 mg/dl. The customer¿s blood glucose level was over 400 mg/dl, 502 mg/dl and 469 mg/dl. The customer reported that the insulin pump was asking for calibration however it was not accepting blood glucose level as it was more than 400 mg/dl. The customer was little thirsty due to high blood glucose level. The insulin pump will not be returned for analysis.